Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, the atrial lead exhibited loss of sensing and capture. A chest x-ray confirmed that the lead was dislodged. The lead was repositioned. The patient would be monitored.